Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out - unable to reach calibration temperature), expected value was 6, actual value was 7.8 and checked the chiller temperature (t4) reading and it was 5.5c. Per wo notes, they discussed this was indicative of a failed mixing pump. No parts have been replaced since the depot service back in 2021. They would discuss options with management as they were looking to replace this device.